Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the left side tracker was not accurate. The tracker was recalibrated and accuracy was verified. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while servicing the system, a manufacture representative noticed that the left tracker was not accurate and needed to be recalibrated. There was no patient present when this issue was identified.